Event description:
It was reported that the patient presented in clinic for initial implant procedure on (B)(6) 2026. During procedure, it was found that the right ventricular (rv) leadless pacemaker (lp) exhibited stretched helix. The rvlp was not implanted. Patient condition was stable.